Manufacturer narrative:
INTUITIVE SURGICAL, INC (ISI) DID NOT RECEIVE A DA VINCI PRODUCT TO PERFORM FAILURE ANALYSIS. A SYSTEM LOG REVIEW WAS PERFORMED AND THE LOG FILE SHOWED THE FIRST SYNCHROSEAL INSTRUMENT (LOT# K11250109-0349) WAS INSTALLED ON UNIVERSAL SURGICAL MANIPULATOR (USM) #4 FIVE TIMES AND PASSED HOMING FIVES TIMES. THE E-100 GENERATOR LOGS SHOW 4 COAG AND 22 SEAL EVENTS WITH NO ERRORS, AND 205 TRANSECT EVENTS WITH NO ERRORS EITHER. THE LOGS SHOW A FEW E-100 GENERATOR RECOVERABLE ERRORS RELATED TO HIGH IMPEDANCE, SEAL/CUT ELECTRODES SHORTED, AND A TRANSECT SEQUENCE TIMEOUT. HOWEVER, THE RECOVERABLE ERROR SEEM TO BE RELATED TO THE OTHER SYNCHROSEAL INSTRUMENT USED IN THE PROCEDURE (LOT# K11250814-0193) .

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A DA VINCI-ASSISTED PANCREATODUODENECTOMY, THE SYNCHROSEAL INSTRUMENT WAS NOT CUTTING AS EXPECTED, CAUSING TISSUE TO TEAR. A BACKUP INSTRUMENT WAS USED AND THE PROCEDURE WAS COMPLETED AS PLANNED WITH NO DELAYS. NO FRAGMENT FELL INTO THE PATIENT. THE FOLLOWING INFORMATION IS UNKNOWN: WHAT TISSUE WAS SPECIFICALLY TORN AND WHAT SURGICAL INTERVENTION (IF ANY) WAS RENDERED DUE TO THE COMPLICATION. INTUITIVE SURGICAL, INC. (ISI) HAS ATTEMPTED TO GATHER ADDITIONAL INFORMATION REGARDING THE REPORTED EVENT; HOWEVER, NO RESPONSE HAS BEEN RECEIVED.

Manufacturer narrative:
Device Evaluation: An investigation was completed to determine the cause of this reported event. Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis. The Synchroseal instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections, no cutting related issue detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips/jaws opened and closed properly. The instrument passed the energy delivery test in various grip orientations. No sealing nor cutting related errors to this instrument in logs were found. The jaw cover was found to have two (2) tears at its proximal end. No detached fragment from the jaw cover was observed.